Event description:
It was reported that during implant attempt, the physician thought there may have been something wrong with the rv (right ventricular) lead, as he was getting higher than acceptable thresholds. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.